Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B1 adverse event: yes. B2 outcomes attributed to adverse event- other serious events: yes. B5 describe event or problem: add bg info. H1 type of reportable event: serious injury. MDR codes- removed health effect - clinical code - 2199 and added 1905 / removed health effect - impact code - 4582 and added 4613. B1 adverse event: yes. B2 outcomes attributed to adverse event- other serious events: yes. B5 describe event or problem: add bg info. H1 type of reportable event: serious injury. MDR codes- removed health effect - clinical code - 2199 and added 1905 / removed health effect - impact code - 4582 and added 4613.

Event description:
The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection.